Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller fault alarm was confirmed via log file analysis. Downloaded log files from the returned controller revealed controller fault and loss of lvad communication alarms due to com_a, com_b, and timebase faults beginning at 03:46:10. The alarms would not clear before the driveline disconnect at 03:51:30, consistent with the reported controller exchange. The heartmate 3 system controller (serial: (B)(6)) was returned for analysis. The system controller underwent functional testing and functioned as intended; the controller was able to support the pump as intended. Pump operation was not affected, and the device appeared to function as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause of the controller fault was unknown, and it was stated that the alarm resolves following the controller exchange. The patient was given a new back up controller and the controller that had the fault alarm was sent back.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient woke up to a controller fault alarm with a yellow wrench alarm on (B)(6) 2024. The patient did not recall if the pump running light was on. The patient exchanged the system controller on (B)(6) 2024 at 03:50am. The patient did not remember if the power went out before the alarms occurred.